Event description:
It was reported that a power on reset (por) occurred. The patient reported that the por was on the programmer and the recharger. The stimulator was 50% full. The patient charged fully and was no longer seeing the por. The patient was then able to turn stimulation on. It was unclear how the por was cleared, as a company representative did not help the patient clear it.

Manufacturer narrative:
Concomitant medical products: product ID: unknown lead, lot and serial number: unknown, implanted: (B)(6) 2011, product type: lead. (B)(4).